Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness lost due to damage to channel tube, gap between acoustic lens and ultrasound probe, and up/down knob out of the standard value due to wear of angle wire. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus during an internal inspection, the evis exera ii ultrasound gastrovideoscope was leaking at the insertion part. Upon inspection and testing of the customer returned device, there was gap in the adhesive on the distal end and stain could enter inside the lens through the gap. In additional, acoustic lens surface was damaged and gap appeared on the acoustic lens surface. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress, handling or other factors. The instructions for use (IFU) states the following regarding preparation and inspection of the device: "ultrasound gastrovideoscope gf-uct180 chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.